Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn ruby/ 32 wbc lyse list#: 8h52-01, lot#: 78521i2. Cd32/r hemoglobin noc reagent list#: 3h80-02, lot#: 80687i2. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reports that one of the cell-dyn ruby analyzers (#1) in the lab is generating unexpected low results on multiple hematology parameters. No suspect results have been reported from the lab. The customer states that the other cell-dyn ruby analyzer (#2) in the lab is generating expected results. The customer provided only one example of the current issue: wbc: ruby (#1): 0.874, ruby (#2): 6.92 k/ul. Rbc: 0.250, 5.62 m/ul. Hgb: 1.33, 13.6 g/dl. Mcv: 74.9, 75.0 fl. Plt: 12.2, 327 k/ul. A service call was initiated. There is no impact to patient management reported.